Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04598. It was reported an asymptomatic patient presented in clinic for a follow up, when interrogation failed while testing was being performed, and the session ended abruptly. The device was explanted and replaced on (B)(6) 2019. The atrial lead was also capped and replaced on the same day due to low impedance. The patient was stable throughout.